Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was inspected and repaired by a third-party evaluation team. The customer's allegation of ceramic tip broken was confirmed. Based on the results of the investigation, it is likely that the damage was thermally and mechanically induced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the hysteroscope's ceramic tip was damaged. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.